Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an intuitive surgical (is) field service engineer (fse) was contacted for troubleshooting assistance by the customer to report that they got a c-00 error on their erbe generator that morning. The fse had 1 generator in bin and drove to customer and replaced erbe. It gave an 2-88 error and restarted the system and waited till the surgery started. The procedure was completed with no report of patient harm, adverse outcome or injury. There was a delay of 15 to 30 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cannula was already placed in the patient, but the patient side cart (psc) was not connected at the time when the erbe generator was replaced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported failure was confirmed and replicated. During in house testing, the erbe error c-00 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable cause of error c-00 is attributed to a faulty electrical component or module inside the erbe generator.